Manufacturer narrative:
Findings:pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. Visual inspection shows that damage to lcd screen is a scratch not a crack as reported by user.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the pump screen is cracked. The customer stated that damage could have been caused by bumping. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Event description:
During the call, the customer also mentioned she had experienced high blood glucose of 400 mg/dl, the day before the call. She treated the high blood glucose with a manual injection.